Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/06/2016, that on (B)(6) 2016, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that he went on an hour run and did not use tegaderm to secure the sensor, as they normally do. Patient's sensor fell off his abdomen while running, as he was sweating. Patient's blood glucose went low due to the hour run and the paramedics were called. Patient's blood glucose was at 20mg/dl when he was taken to the emergency room. Patient was treated with glucose tablets. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.